Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported all electrodes were greater than 4000 ohms. The rep ran impedance at 2.0 v and 360 usec, but all impedance was still greater than 4000 ohms. The rep stated the blue tip was seen and the healthcare professional (hcp) did pull on the lead to make sure it was tighten down. It was noted by trouble shooting stated since there was bellowing and toe movement, the issue could be temporary high impedance. The rep created a program using greater than 4000 ohms pairs and increased stimulation and the appropriated sensory response was felt. The patient had bellowing and toe flexion with stimulation just over 1 volt. There were no symptoms reported. The indication for use is unknown.

Event description:
Additional information received from the rep reported that impedances were resolved and there were no further information regarding the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.